Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead experienced pocket stimulation with right ventricular (rv) pacing. An invasive procedure was performed to assess the lead. No lead anomalies were noted, however it appeared the lead was tugging on scar tissue while pacing resulting in the stimulation. The lead was removed from the scar tissue and repositioned which resolved the stimulation. No additional adverse patient effects were reported.